Event description:
It was reported that during a ptca/stent procedure, deployment of the stent in a circumflex artery resulted in a vessel dissection proximal to the stent. Another stent was implanted to treat the dissection.